Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The final position of the valve post deployment was the posterior side canted below annulus, anterior above annulus. Both severe pvl and severe central regurgitation were noted around the canted side of the device. The valve appeared unstable, and the delivery system (ds) looked to be interacting with the valve, as the nosecone was within the valve. The patient was converted to unplanned thoracic or cardiac surgery due to the evoque valve being canted within the tricuspid annulus and there was concern for potential embolization of the valve if the ds was retrieved. The evoque valve was explanted and replaced with a surgical valve. During conversion surgery, the surgeon noted rupture of the posterior papillary muscle, which may have occurred during valve explantation. Surgeon commented that anterior septal was attached, but posterior was not upon explant. Valve release may have placed tension on the posterior papillary muscle, potentially contributing to tearing. The posterior leaflet appeared absent, with noted thickening and increased echogenicity. The patient was reported to be in stable condition and extubated post surgery. As per medical opinion, the perceived root cause of the event is the possible ruptured papillary muscle. Post-procedure imaging demonstrated flail, likely due to a torn posterior leaflet. Review of post-case images suggests the leaflet tear may have contributed to posterior canting. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. There was appropriate volume optimization the day of the procedure. There was nothing to note with respect to patient conditions that impacted the sealing. There were no constraints during the procedure. There were no interactions with previously implanted devices that could have influenced the malposition. Prior to full atrial expansion/deployment, nothing looked unusual at all.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.